Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that once the stapler was closed on tissue they were unable to open it again. Did the jaws eventually open allowing for removal off the tissue? If no, how was the device removed from the tissue (cut off, pulled off, ect.)? Was there any damage to the tissue? If yes, how was this resolved? On which firing did the event occur? What color reload was being used? Were there any patient consequences? If yes, please explain.

Event description:
It was reported that during a laparoscopic splenectomy procedure, once stapler was closed on tissue they were unable to open it again. They opened a second stapler and were able to complete the case without patient consequences. The device has been disposed of.